Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The patient's concurrent conditions included headache. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: discrepancy from previously reported essure date of insertion and removal. Diagnostic results: on (B)(6) 2008, MRI - brain was performed which showed the supra-tentorial ventricular system is normal in size and the supra-tentorial ventricular system is normal in size and configuration. No midline shift is identified. No abnormal intensity is seen within the brain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporter, patient demographic information, concomitant disease, product indication, date of insertion updated and lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have neoplasm ("tumor"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the vaginal discharge, alopecia and neoplasm outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, neoplasm, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy from previously reported essure date of insertion and removal. Plaintiff received treatment bladder/ urinary problem was received. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Lad data added. Events ; dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, menorrhagia, vaginal discharge, hair loss, tumor were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The patient's concurrent conditions included headache. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: discrepancy from previously reported essure date of insertion and removal. Diagnostic results: on (B)(6) 2008, MRI - brain was performed which showed the supra-tentorial ventricular system is normal in size and the supra-tentorial ventricular system is normal in size and configuration. No midline shift is identified. No abnormal intensity is seen within the brain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: birth control pills from (B)(6) 1996 to (B)(6) 2004. Concurrent conditions included headache. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding vaginal") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the vaginal discharge, alopecia, uterine leiomyoma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment bladder/ urinary problem was received. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs was received and the following information was provided: patient's height added; essure insertion date was updated to 07-apr-2004 and the removal was via supracervical hysterectomy (uterus only) on 01-feb-2008; event tumor was changed to fibroids and abnormal bleeding vaginal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.